Event description:
The customer reported that the clear insulation became torn during the procedure.

Manufacturer narrative:
(B)(4). One used lf5544 was received for evaluation and visual inspection found the clear insulation is damaged. The insulation damage indicates possible contact with a trocar. Additionally, the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation as cleaning may damage insulation. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.